Manufacturer narrative:
(B)(4). A review of the device history record revealed no nonconformities, failures or deviations that could have caused or contributed to this event. Review of the device service history revealed no issues that could have caused or contributed to the reported condition of hernia. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.

Event description:
Product surveillance spoke with the home patient (hp) on (B)(6) 2012 in (B)(6) regarding an unrelated alarm. The hp stated that they went to hemodialysis approximately three weeks ago when they found out they had a hernia. The hp stated they would be undergoing hernia surgery in (B)(6) and from what they know if was not peritoneal dialysis related. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) who confirmed that the patient is currently on hemodialysis and will have surgery for a hernia. The pdrn was unable to confirm if the peritoneal dialysis therapy or devices had contributed to the hernia. The pdrn stated that the facility does not know the cause of the hernia. No further information is available for this event.

Manufacturer narrative:
(B)(4). The device is not available. A follow up report will be submitted if additional information becomes available.